Event description:
It was reported that during the procedure once the lead had been fixed in its position the stylet couldn't be withdrawn from the lead. The lead was then removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and analysis revealed that the stylet was stuck in lead-distal coil. It was also noted that the inner insulation was kinked/buckled, there was blood in/on the helix/lobe mechanism, the lead was stretched, and the lead appeared to have been damaged at implant.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.